Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged that the central monitor (piic) froze. The device was not in clinical use during the event. No patient involvement.